Event description:
It was reported that the right ventricular (rv) lead with this pacemaker exhibited oversensing of noise and had high out of range lead pace impedances. A lead fracture was suspected, although it could not be confirmed. This lead has been in service for over 20 years. A pacemaker and rv lead replacement were recommended and scheduled for the patient. This rv lead remains in service. No adverse patient effects were reported.